Event description:
The pt reportedly had an infection at the implant site that was not resolved with antibiotics (prescription names not given). On 2005, the pt's family member notified the center that they wanted the device explanted. The pt's device was explanted without prior notification to the company.